Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly and the pump shut off. Review of pump history during troubleshooting showed the battery depleted form 100% within one day. The customer¿s blood glucose level was not impacted as the pump was being used with saline. Reportedly the customer is using manual injections as insulin therapy.